Event description:
Sterile devices returned.

Manufacturer narrative:
(B)(4). The customer also returned sterile devices. The sterile device was received in good physical condition. The device was tested with a generator and the device performed as required during testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. There were no anomalies noted with the functionality of the device.

Manufacturer narrative:
(B)(4). Added additional information the device was received in good condition. The device was connected to the generator for functional testing and the device passed all functional tests. During testing, the device was activated and cut through test media without issue. The device was conforming.

Event description:
It was reported by the sales rep that during an ileostomy reversal procedure, the device was not sealing the vessel properly. Blood loss (large amount 1 liter). Patient had a transfusion 1 unit given. 2nd disposable used to complete the procedure.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2011. Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time